Event description:
The customer reported the system would not display live images. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller board and the u3 programmable read only memory chip were replaced. The system was tested and found to be working as intended and put back into service.